Manufacturer narrative:
The affected device was returned for evaluation. Functional testing identified a defective upstream occlusion seal. Visual inspection revealed wear performed. The upstream occlusion seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit failed the upstream occlusion test. The event occurred during testing.